Manufacturer narrative:
Concomitant medical product: product ID: dtba1d1 crtd implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds and low impedance. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.